Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device's check vent alarms occurred during pre-use check. The alarms which occurred were the following: 35v supply failed, 5v supply failed, 3.3v supply failed, ovp circuit failed and motor control pcba adc failed messages. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the motor controller board to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed, it has been confirmed unit did not meet product specifications.